Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was found with a damaged/bent tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have thermal damage at the tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.